Event description:
The customer reported that a negative antibody screen was observed on the provue analyzer for a pt with a history of anti-c, anti-fyb and anti-e. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and discovered two gel cards in the camera area on top of the leds. The fe removed both cards and had the customer repeat the samples. The provue reported the correct results. Service has returned the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since the repair. (B) (4).